Event description:
The customer reported that their device was showing an all white display when powered on, which is indicative of the device being locked up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that a flex cable assembly, designator w15, had a loose connection to the display assembly. After the flex cable was reseated, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.